Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image disappears /darkens and the visual field is suddenly lost on the hd 3cmos autoclavable camera head. The issue was found during a procedure when utilizing a laser there was shutter flash. Shutter lines can be seen on the monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported that the issue had been ongoing and the device would not be returned. No further information has been obtained from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.